Event description:
During a fresh serum study one donor sample tested negative using ortho hbsag system 2 elisa. This sample tested positive using the ortho hbgag system 3 elisa and was positive upon retest the ortho hbsag system 2 elisa.